Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 498 mg/dl. The customer had not reported the symptoms. The customer treated with pump. The customer also reported the blood glucose of over 400 300 mg/dl. Customer declined troubleshoot for high blood level. The customer was advised to monitor blood glucose and then calibrate once his blood glucose were stable. The insulin pump will be returned for analysis.